Event description:
On 03/10/2009, new information was received from service site indicating that during repair of the unit, no audio was observed and isolated to the main pcb.

Manufacturer narrative:
The device associated to this report was dispatched to the manufacturing site for further analysis of the "no audio" found during service repair. Manufacturing results verified the findings of no audio, and the failure was isolated to the main pcb. The manufacturing facility has initiated a corrective and preventative action associated with the confirmed failure.